Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that battery gauge was fluctuating, displaying 0% after charging and pump subsequently shut off. There was no impact to blood glucose. Customer reverted to an alternate method of insulin therapy.